Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the biomeurix bottle adapter did not connect well to the bd vacutainer® multiple sample luer adapter of the IV set, requiring "manipulation" and causing a spike in contamination rates in the emergency department. The following information was provided by the initial reporter: the ed uses the standard adapter with the second luer lock adapter. It does not perform well and possibly causing some spikes in our contamination rate in the ed. The customer isn¿t using bd media bottles, but biomeurix bottles. ¿they are looking to see if bd has a llad with an holder that would fit the biomeurix bottles, as when the ed collects blood cultures off the IV start line and they use the biomeurix adapter it has a slip tip and does not fully engage the luer adapter of the IV set and because of the manipulation that needs to occur their rate of contamination is increased.¿

Manufacturer narrative:
Correction: the initial MDR indicated in section h.3. That the "device evaluation anticipated, but not yet begun"; however, the investigation summary had been attached. Manufacturer narrative. The following information has been corrected: reason code for no evaluation.

Event description:
It was reported that the biomeurix bottle adapter did not connect well to the bd vacutainer® multiple sample luer adapter of the IV set, requiring "manipulation" and causing a spike in contamination rates in the emergency department. The following information was provided by the initial reporter: the ed uses the standard adapter with the second luer lock adapter. It does not perform well and possibly causing some spikes in our contamination rate in the ed. The customer isn¿t using bd media bottles, but biomeurix bottles. ¿they are looking to see if bd has a llad with an holder that would fit the biomeurix bottles, as when the ed collects blood cultures off the IV start line and they use the biomeurix adapter it has a slip tip and does not fully engage the luer adapter of the IV set and because of the manipulation that needs to occur their rate of contamination is increased.¿